Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, asymmetry issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implants which the left side deflated, and the right side had issue with ptosis, symastia on the left side, and bilateral breast discomfort after implantation. As a result patient underwent bilateral removal and replacements with allergen implants, bilateral symastia repair and right sided mastopexy on (B)(6) 2019. This report is for the right side.